Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: (B)(6) 2024, initial result = 2911.39 iu/l the physician questioned the result, and a new sample was collected = 0.00 iu/l the original sample was repeated which generated a result of 0.00 iu/l no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: (B)(6) 2024, initial result = 2911.39 iu/l the physician questioned the result, and a new sample was collected = 0.00 iu/l the original sample was repeated which generated a result of 0.00 iu/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62396ud01. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot with lot 62396ud01 and complaint issue. Additionally, in-house accuracy testing was completed wit a retained kit of lot 62396ud01. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 62396ud01 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: on (B)(6) 2024, initial result = 2911.39 iu/l. The physician questioned the result, and a new sample was collected = 0.00 iu/l. The original sample was repeated which generated a result of 0.00 iu/l . No impact to patient management was reported.

Manufacturer narrative:
Section g3 date received by mfg within MFR report # 3005094123-2024-00672-01 inadvertently had the incorrect date of 02/26/2025 and should have been 02/20/2025.